Event description:
Event: intervention to treat type I endoleak. Case details: it was reported the "pt had an ancure aortic endograft placed at a hosp. The surgeon who performed the abdominal aortic aneurysm repair is unkown. It also appears the pt had a re-intervention procedure of a type I endoleak in 2001. Type of intervention done is unknown. Vascular research center has begun follow-up on the pt. In the follow-up eval, the pt's recent 3mm CT scan shows no evidence of an endoleak. The facility will continue to follow the pt's progress."